Manufacturer narrative:
This complaint is still under investigation. MFR will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt revised because poly from the patella had disassociated from the metal back and migrated proximally towards the anterior femur.